Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user stated that she tried one wafer out of ten wafers, and it swelled up and blocked flow of urine. Her doctor of medicine (md) felt that this swelling caused her to get a urinary traction infection (uti). She had increased mucous build on her stoma. She was started on keflex 500mg three times a day. The end user was advised to drink eight to ten glasses of fluid daily and continue to follow up with her doctor. She further reported "this swelling caused her wafer to leak at six o'clock after seven days wear time. Advised her to change wafer every three to four days instead of seven days. No photo is available at this time and was still using the product at the time of this report.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary photograph, video and/or physical sample evaluation: no photographs associated with this case were received and no unused return sample was expected. Batch record revision results: lot 1b04237 was manufactured on 01 mar 2021, in convex 2 pc line, with a total of (B)(4) market units (mkus). The compliance engineer performed a batch record review on 15 sep 2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material 1161268 and manufacturing order (B)(4). The testing results were found satisfactory. Therefore, no discrepancy related to this issue were found within the documentation. Historical complaints review: on 15 sep 2023, compliance engineer ran a query in database in order to verify the complaints reported for convex 2 pc manufacturing line for the skin barrier migrates and obstructs stoma and as result, no additional type 2 complaints were identified during this search as per work instruction (wi) historical nonconformance review: on 15 sep 2023, compliance engineer ran a query in database looking for any in process nonconformance / corrective and preventive actions (CAPA) associated to the skin barrier migrates and obstructs stoma for the lot number 1b04237 and as result, no nonconformance / corrective and preventive actions (CAPA) were generated during the manufacturing process of the referenced lot. Defect rate analysis: there have only been one defective part confirmed to date from a lot size of (B)(4) eaches. This represents a defect rate of only (B)(4), which is well within an appropriate aql for leakage which should be (B)(4) based on our dr-standard operating procedure (sop). In addition, all the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an aql of 0.25. This issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted aql level for this type of failure mode or defect. Conclusions: no objective evidence was received such as a photo or sample, for this reason, we cannot conclude that the product does not meet specifications. The review of the batch record 1b04237 showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements, all applicable manufacturing and quality processes were followed, and no discrepancies or deviations were recorded. No changes to the end-to-end manufacturing process or components used during assembly of the batch were made. No nonconformity has been registered during the manufacturing process of the affected lot for the skin barrier migrates and obstructs stoma. No additional complaints were reported for lot affected related to skin barrier migrates and obstructs stoma. Based on this, no negative trend was identified. Based on preliminary investigation results, there is no objective evidence that other products from this lot are impacted, and the issue appears to be isolated, nevertheless, the documented actions were taken for the observed failure mode. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.